Event description:
During PICC insertion on (B)(6) 2011, a small piece of guidewire broke off and became lodged in pt's subcutaneous tissue. The pt was a difficult vascular access pt with edematous arms. The nurse entered a basilic vein, but could not advance. When withdrawing the guidewire, it snagged and the tip was noted to be missing upon withdrawal. Tourniquet was left on until it could be determined that the piece was not in the pt's blood vessel. X-rays and ultrasounds of the arm indicate that the 3mm piece was in the subcutaneous tissue of the pt's forearm and per the consulting surgeon, it is not expected to cause harm. The nurse conducting the insertion is well trained and has performed many insertions without complications.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rev1328 showed no other similar product complaint(s) from this lot number.